Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This model number d394trg is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): he actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review revealed no anomalies found. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This model number d394trg is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was initially reported by the manufacture representative that the patient with a cardiac resynchronization therapy defibrillator died. The representative was told that the hospital staff did not turn off the device detections. The physician requested that the device be interrogated to see if there was an episode before the patient died, however the because the device was still "on", post mortem episodes had over written any episodes prior to death. The date of death is not known at this time, however the implant date is with in the current year and therefore the patient died less than one year after implant. The cause of death has been requested and not received.